Event description:
It was reported that the right ventricular lead impedance increased over the baseline and the readings were erratic. Non-sustained ventricular tachycardia episodes demonstrated noise on the electrogram. A lead integrity alert triggered. Fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the defibrillation conductor was fractured, the distal conductor was distorted, the defibrillation conductor was distorted, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was tissue on the helix. Visual analysis noted that the interior superior vena cava defibrillation cable was fractured at 21.9 cm; exposed continuity is complete. We did receive performance data collected from the device and have analyzed the data. Weekly pace lead impedance trend data show various spike increases for max ventricular pace bi impedance = 551 to 1159 ohms peak between (B)(6) 2011 and (B)(6) 2012. One ventricular fibrillation episode of 160 ms average v-cycle occurred on (B)(6) 2012 at 05:29:05. Ventricular short interval count v-sic=17.2 counts avg/day, in 4.06 days, between (B)(6) 2012 16:21:14 and (B)(6) 2012 17:45:57.